Event description:
The customer reported that the system had a complete loss of motorized motion. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The drive roll pin was replaced during the service call. The system was tested and found to be working as intended and put back into service.